Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call, the battery only last a week in the insulin pump. Customer was advised that they should work at least a week. Customer mentioned on (B)(6) the insulin pump turned off without any alarm and he needed to reset the time and date. Customer stated his blood glucose was fine. He was advised the device needed to be replaced and he agreed to return the device for analysis. The device is not returning for analysis.